Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Event log did not show any error messages related to error code 10037 or clock battery messages. Use testing was performed. Motor and internal real time clock lithium batteries were replaced as a precaution during service. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump is alarming error 10037 and rtc battery. No reported adverse effects.